Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reportedly did not complete the air removal step when filling the cartridge. Customer was educated to to complete cartridge air removal process prior to filling the cartridge with insulin per the tandem user guide. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose.